Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Received info that pump has stopped all insulin deliver. Reportedly, the customer's blood glucose level was not impacted.